Event description:
It was reported that the patient awoke with a blood glucose of 68 mg/dl while using the ilet system, took three glucose tablets, received education on avoiding overcorrection, and subsequently stabilized at 160 mg/dl; the device did not issue low or urgent low alerts, and no medical intervention or assistance was required. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose that resolved with self-treatment and education. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no device alerts during the low, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.